Manufacturer narrative:
A complete lead was returned in two pieces for analysis. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found no anomalies. The s-curve hump height was measured within specifications.

Event description:
It was reported that the left ventricular lead was not capturing. Chest x ray revealed the lead was dislodged. The lead was explanted and replaced. The patient was stable.